Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the date and how the wear air/water flow occurred was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed but it was confirmed that reprocessing was not performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was not cleaned, disinfected, or sterilized before requesting repair. The presence of foreign material adhering to the device was not known. It was not believed that the scope was used with foreign material attached. Pre-cleaning information- there was no delay to the start of pre-cleaning which was done properly. Water and air was not supplied to the air/water nozzle. Manual cleaning information- the accessories used for reprocessing were not normal, further description of the problem was not provided. The scope was not submerged in cleaning solution. The air/water nozzle was not wiped or brushed with a gauze, brush, or sponge. Liquid was not sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the air/water flow of the evis lucera elite gastrointestinal videoscope was weak and ineffective. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in "event," evaluation found the complaint was confirmed and the air and water supply volume and water removal ability did not meet standard value due to clogging of the nozzle. In addition, evaluation found the bending angle in the up direction did not meet the standard value and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped and cracked, the suction cylinder was shaved, the control unit was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.